Event description:
During use on the patient, the laser q-fiber 272 micron holmium broke in the patient. The doctor noticed the aiming beam had disappeared. When fiber removed, an obvious break noted approximately four inches from the end of the fiber.